Manufacturer narrative:
Device (B)(4) relates to (B)(4): clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #'s 3005099803-2011-02145, 3005099803-2011-02146, 3005099803-2011-02147 and 3005099803-2011-02149 address the other devices. It was reported to boston scientific corporation that five resolution clip devices were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the first clip was advanced through the scope and exited in the patient's colon with no issue. However, although the clip grasped tissue at the target site, it failed to release from the catheter. The physician shook the scope gently, at which time the clip disengaged and fell into the patient. The clip was not retrieved. This same issue was reported to have occurred with four additional resolution clips, and the procedure was completed successfully with a sixth. There were no patient complications as a result of this event. The patient was reported to be in stable condition following the procedure.